Event description:
A male patient reports that one of his battery packs will not charge. He reports the "circle with the slash through it keeps blinking red" when it's in the charger. When the battery pack is inserted into the monitor the monitor starts up as usual. The other battery pack charges normally. The patient's suspect battery pack and charger were replaced.